Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and meshwas implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and pelvicol acellular collagen matrix and tutoplast fascia lata coloplast were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and dyspareunia. The patient underwent mesh removal on (B)(6) 2008 due to incomplete bladder emptying and sui. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, and incontinence. No additional information was provided.